Event description:
Customer reported receiving an inaccurate high glucose reading (442mg/dl) from their freestyle lite meter. Customer reported experiencing symptoms of dizziness and loss of consciousness. There is no report of third party medical intervention or diagnosis, and investigation into the details of this event is in process.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.